Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they had to have a chipped tooth repaired and new crown placed. Their aligner does not sit correctly since having dental work done. Patient provided photos of dental work. This patient is contraindicated due to having dental crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.